Manufacturer narrative:
H6: investigation summary no customer samples and no photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes samples were draw tested. All tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure mode because the defect was not observed in the retention sample testing. The exact cause of the failure mode could not be determined. The device history records were reviewed on all lots affected with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh)(B)(6) units blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred three times. The following information was provided by the initial reporter. The customer stated: it was reported that there was no vacuum and the tubes would not fill. We experienced an issue with 2 different lots for our lithium heparin light green top collection tubes today. When being drawn from an IV line there was no vacuum and the tubes would not fill. Using the same site sst collection tubes and edta lavender collection tubes filled with no issue. We do have a back up inventory, but I wanted you to be aware in case this is an issue with the lot and not just these individual tubes. The lot numbers are listed below: ref (B)(4) lot 0316483 ref(B)(4) lot1014151

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) 56 units blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred three times. The following information was provided by the initial reporter. The customer stated: it was reported that there was no vacuum and the tubes would not fill. We experienced an issue with 2 different lots for our lithium heparin light green top collection tubes today. When being drawn from an IV line there was no vacuum and the tubes would not fill. Using the same site sst collection tubes and edta lavender collection tubes filled with no issue. We do have a back up inventory, but I wanted you to be aware in case this is an issue with the lot and not just these individual tubes. The lot numbers are listed below: ref 367960 lot 0316483, ref367962 lot1014151.